Event description:
The prograsp endowrist was defective - the cable is broken. No patient injury. The sales representative was contacted, and we will be returning the defective device to the sales rep.